Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The event report for this file was received from (B)(6). A non-healthcare professional reported that, one week after the intraocular lens implantation surgery, the patient's visual acuity was poor and the vision was blurred. Three weeks later, the lens was explanted and replaced with another company lens but the vision still could not be corrected to normal after the replacement.